Event description:
It was reported the trial patient¿s right lead was not working. They did not feel stimulation all the way up to 10.0 v. The patient then switched sides. When the patient tried to increase past 1.0 v they would get zapped. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: neu_unknown_lead, lot# unknown, product type: lead. Product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).